Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient did not have an x-ray but did have a cat scan. The cat scan was to determine the cause of the patient's back pain. The cat scan revealed that the patient had two systems. One system was in their abdomen and the other was in their butt cheek. The patient thought the wires for the abdominal system had been removed so they were surprised to see they were still implanted. The abdominal wires looked like spaghetti. The doctor did not think the abdominal system needed to be removed so it was not explanted. The leads for the implantable neurostimulator (ins) in the patient's butt were messed up. One lead was down and the other was up. They were disconnected from the ins. The ins was poking out and causing the patient pain. The patient had also been experiencing spasms that went to their legs on their left side where the devices were. Neither system worked and they could not do anything with either of them. The patient wanted both systems out. No troubleshooting was performed as the plan was to explant both systems.

Event description:
Additional information received from the consumer reported that the abdominal stimulator was not working because it reached end life. It got too old. The device was working fine until then.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported their "machine feels like it's coming out of my back." This had been happening for a couple of weeks. Relevant medical history includes non-malignant pain and failed back surgery syndrome. The patient saw their physician on (B)(6) and would be going back on (B)(6) for x-rays. It was noted that that it wouldn't charge and it wasn't far enough under the patient's skin. The wires were poking the patient, felt like they were coming out of their back, were pinching them, and felt like they were broken. The patient stated that their physician told them the battery in their stomach and in their butt cheek needed to come out. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.